Manufacturer narrative:
(B)(4). D10 - concomitant devices: persona partial cemented femoral component size 3 left medial. Catalog #: 42558000301 lot #: 65740805, persona partial articular surface left medial size e 8 mm. Catalog #: 42518200508 lot #: 66931186. G2: foreign: event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial subsidence approximately nine (9) months post-operatively. No additional information is available.